Manufacturer narrative:
Initial reporter city, state: arida district, wakayama prefecture. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during a bile duct stone removal procedure performed on (B)(6) 2022. During the procedure, an attempt was made to incise the duodenal papilla. The device was able to cut and had no problem with the cutting wire during the first energization. However, during the second energization, the cutting wire was detached from the tip part where the green marker was located. The cutting wire was cut from the base part to prevent damaging the inside of the scope, and the scope was removed from the patient. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened from the proximal pierced hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the cutting wire was preactivated before use which may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. When energization was applied to the device constantly or when the device was activated in an incorrect position, being in contact with other medical devices, could also contribute to the reported problem. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to hit the working channel of the scope with the broken section kinking the cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during a bile duct stone removal procedure performed on (B)(6) 2022. During the procedure, an attempt was made to incise the duodenal papilla. The device was able to cut and had no problem with the cutting wire during the first energization. However, during the second energization, the cutting wire was detached from the tip part where the green marker was located. The cutting wire was cut from the base part to prevent damaging the inside of the scope, and the scope was removed from the patient. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.